Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Since part and lot numbers have not been received a device history record review could not be completed. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The complaint may be revised upon return of substantial information.

Manufacturer narrative:
Information was received via journal article. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that femoral lysis occured in twenty-nine femurs. The lesions were noted as erosive and multifocal in nineteen femurs and erosive and focal in three. Lysis was notes as extensive in eleven hips, intermediate in eight hips and mild in ten hips.